Manufacturer narrative:
A literature article noted: "two-speed phacoemulsification for soft cataracts using optimized parameters and procedure step toolbar with the centurion vision system and balanced tip authored by james a. Davison was reviewed. (Clinical ophthalmology 20015:9 1563-1572) in summary, a total of 4, 062 cases were completed by the same surgeon from july 2013 through june 2015 using the centurion and balanced tip. Two (2) of 3, 238 patients experienced inadvertent capsule aspiration before use of soft quadrant technique. This pr is for case #2 on (B)(6) 2015. This is a (B)(6) female, with a relatively soft lens with pseudoexfoliation and grade 4 anterior and posterior nuclear clefting. A "similar opening" (hole) in the posterior capsule during attempted removal of the first quadrant, vitreous was also aspirated so an anterior vitrectomy was required. A large nuclear fragment fell through the posterior capsular opening. A multi-piece intraocular lens (iol) was implanted. A pars plana vitrectomy (ppv) for the removal of the fragment, was performed 10 days after the cataract surgery by a vitreoretinal surgeon without consequence. Recovery was uneventful. Predisposition to posterior capsular (pc) tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the centurion system had any effect on the integrity of the posterior capsule. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "two-speed phacoemulsification for soft cataracts using optimized parameters and procedure step toolbar with the centurion vision system and balanced tip" (clinical ophthalmology 2015:9 1563-1563 the manufacturer internal reference number is: (B)(4).

Event description:
A literature article stated that during quadrant removal of a soft cataract the patient experienced a posterior capsule tear. Viterous was aspirated, an anterior vitrectomy had to be performed. It was noted that a large nuclear fragment had fallen into the posterior capsule. The intraocular lens was implanted as planned. The patient was referred to a retinal specialist where a posterior vitrectomy was performed to remove the dropped nucleus. The patients recovery was uneventful. This is the second report being filed for this facility.